Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that during an acl surgery the biosure had a slight divet in the head, it seems to be a detached fragment. The procedure was successfully completed without a significant delay using a backup device. No patient injuries or complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An analysis of the customer provided image revealed a small indentation at the base of the screw. Its location appeared to be consistent with that of the gate break hole. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the part drawing found that the gate vestige and gate break hole are specified and acceptable features. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.